Event description:
Pt placed on MRI-compatible ventilator for MRI imaging. Pt had increased work of breathing and was noted to have distended abdomen. Abdomen decompressed. Chest x-ray showed pneumothorax, chest tube inserted. Vt set at 1500 ml.